Event description:
It was reported that an asymptomatic patient presented to the ER after receiving a shock. A variation in the svc high voltage impedance was observed. Fluoroscopy revealed externalized conductors. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.